Event description:
Implantation: 1998. Explantation: 2009. Affiliate reported that the pt suffers from headaches. The pt was then sent for an MRI, which showed a dislodged stator. As a result, the valve was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.